Event description:
It was reported that the system locks up during cine play-back. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended.